Event description:
Pt experienced a retinal burn during extracapsular cataract extraction with intraocular lens implantation of the left eye. Physician was using a retinal protector attached to a microscope for the first time.